Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During the case, rio registration numbers were "disrupted" multiple times, which led to some burring that was deeper than planned. The makoplasty specialist (mps) present at the case determined the proper course of action was to re-register the rio as required, and a successful case outcome was achieved.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interface orthopedic (rio). After a successful case was completed, the mps observed that the base array assembly was loose, which led to the rio registration issues. The user guide includes statements concerning the importance of proper tightening of the base array assembly.